Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/24/2015 with the following findings: evaluation revealed that the bolus button is missing. The battery compartment is cracked above, below and to the left of grip pad. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 11/24/2015.